Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 48 mg/dl, which she treated with food. Troubleshooting was initiated for the hyperglycemia and no apparent anomalies were noted on the insulin pump and its corresponding treatment components. However, the customer was unable to verify if the settings were accurate since she was having a hard time reading the screen. No products were returned or replaced.